Event description:
The vigilance responsible of the hospital reported via certified letter that: "a pt underwent a procedure of hip replacement due to coxarthritis of right hip on (B)(6) 2007. On (B)(6) 2012 the pt experienced an event of breakage of the ceramic insert of the implant."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.